Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report states that revising an older duraloc bantam shell/liner. The original apex eliminator was welded/stuck in shell, and in order to trial with our screw in trials, we had to knock out screw out of the liner trials in order to use them and trial the new liner/head combo we wanted to use to complete the revision. The surgeon made this decision and disassembled the screw portion from the trial liners on the back table. All pieces were accounted for after case,nothing left in patient etc.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.